Manufacturer narrative:
This report is submitted on june 15, 2021.

Event description:
Per the clinic, the patient developed an infection at implant site and was treated with antibiotics (type, date and duration not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2021 in order to resuture the wound. The patient was admitted due to wound dehiscence and exposure of implant and subsequently underwent surgical procedure to resuture the wound again on (B)(6) 2021. However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2021.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on august 2, 2021.